Event description:
Event description cpi received information indicating that this implantable cardioverter defibrillator (ICD) was oversensing, causing it to inhibit bradycardia therapy. During the trouble shooting efforts by the physician, the lead implanted with the ICD was replaced. Oversensing was still observed with the new lead.